Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplement report.

Event description:
The medical affairs specialist was unable to contact the pt for more info. The following info was obtained from the customer care advocate (cca) documentation: on dec 29, 2008, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultralink meter was not powering on. The power issue reportedly first occurred two days prior morning (unspecified time). He claimed that he developed symptoms of high blood glucose levels later the same morning as a result of not being able to test. The time difference between when the power issue first occurred to when the symptoms began was not specified. It is unk if the patient was experiencing symptoms that would suggest a serious injury since specific symptoms were not provided. Details regarding the events leading to the onset of the symptoms were not provided, such as his activity levels, meals, medications, previous meter readings. The pt stated he adjusted his insulin (unspecified type/dose) at 10-11am the same day; however, it is unk if the symptoms began before or after he adjusted his insulin dosages. The pt denied testing on any other devices at the time and did not receive any forms of treatment as a result of the power issue. The customer care advocate (cca) walked the pt through troubleshooting and noted that the power issue was not resolved. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed high blood glucose symptoms after the power issue occurred. In addition, the power issue was not resolved with troubleshooting.